Event description:
Port inserted 12/2/93. Pt states on last admission to the hosp, nurses were unable to use the port. They were unable to aspirate blood or infuse fluids. Port removed and replaced on 7/12/95.